Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that her three infusion sets broke at the quick release, 3 times in 3 consecutive dates while she was sleeping. Further, leakage was observed because of the breakage. All the infusion sets were from the same box. On (B)(6) 2019, she had high blood glucose level of 27.9 mmol/l (at the time of the incident). Subsequently, on the same day at 6 am, she was taken to emergency room as she was not feeling well at all, was dizzy and disoriented, had nausea and vomiting, thus was hospitalized for one day. During hospitalization, she received manual injections. Currently, her blood glucose level was 7.1 mmol/l and she was using a different infusion set from a different box. No further information available.